Manufacturer narrative:
(B)(4). Additional narrative: misassembled condition confirmed. Visual examination of the unit confirmed the film-wrap missing. The root cause of the misassembled condition was due to operator error during the film wrap assembly process. As a result of this incident, the complaint sample was used to bring awareness to all applicable manufacturing operators. A batch review has been conducted which revealed product met all acceptance criteria for release.

Manufacturer narrative:
(B)(4). Additional narrative: the device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device and/or any additional information become available, a follow-up report will be submitted.

Event description:
Baxter (B)(4) received a report that one (1) intermate device was leaking during filling. The device was filled with saline, and reportedly the solution did not flow into the bladder. The sales rep stated that there was no film wrap on the device. There was no patient injury or medical intervention. There was no patient involvement. No additional information is available.